Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead continued to exhibit loss of capture. The lead was suspected to have fractured. On (B)(6) 2017, the lead was capped and replaced successfully. The patient was in stable condition post operation. A medical device report was previously submitted for this lead for loss of capture and noise; manufacturer report number 2017865-2015-03073.